Event description:
It was reported that during the pulmonary vein ablation procedure to treat atrial fibrillation, faradrive steerable sheath clear, was selected for use. It has been mentioned that faradrive sheath was leaky with a non-bsc pentaray catheter inserted. The troubleshooting steps included reinserting and repositioned, but leak was still present. The farawave catheter was inserted and then leak was not present. The procedure was completed successfully by the using original device. No patient complications have been reported. The product is expected to be returned. It was further reported that the physician connected the catheter to a manifold in order to flush between exchanges. The leak was coming from the valve. The leak was slow drip. No other issue has been reported.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.